Event description:
The customer complained of a cine disc not available error message. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive needs to be replaced. The reported issue is currently under investigation.